Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The first suture was deployed and pre-placed as intended. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred) with the second prostyle. The device was replaced with a third prostyle but the same failure occurred. The suture of a fourth prostyle was successfully pre-placed. The sheath was upsized to an 18f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.